Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2024-02076. It was reported the patient experienced ineffective stimulation due to the leads migrating. X-rays confirmed the migration. Surgical intervention took place wherein the leads were explanted and replaced to address the issue. Effective stimulation was restored.